Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and bupivacaine (concentrations and doses unknown) via an implanted pump for spinal pain. It was reported the patient was going to have the pump removed and had lost all confidence with the healthcare provider (hcp). The patient was going to have the pump decreased first. The patient experienced a head rush when she received a bolus and said she could not feel her left leg and it was going numb. The patient said that her issue was at l4-l5. The patient mentioned this issue to the person filling her pump and it was noted the hcp told her to start riding a stationary bike every day. When asked, the patient said that she did fall in a (B)(6) sometime in (B)(6) 2017 and her left leg went numb. It was noted the change in therapy/symptoms was sudden and the event date was 2018 (a couple of months ago experienced head rush after bolus and left leg going numb). The situation was currently being addressed by the hcp. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis.